Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant loosening is the patient's fall. Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse implant, p/n 7050-90, lot# 493984, mfd. 07/18/2017, exp. 2022-07-18, gtin (b4). 2nd (second): ifuse implant, p/n 7050-90, lot# 493984, mfd. 07/18/2017, exp. 2022-07-18, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# 493886, mfd. 04/19/2017, exp. 2022-04-19, gtin (B)(4).

Event description:
The patient had left si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief for 18 months before complaining of a recurrence of si-joint pain symptoms after a hard fall. The surgeon determined that the implants may loosened after the patient fell and decided to add larger implants to achieve a better press-fit. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all three initial implants using chisels as they were all solidly fixed in bone. He then installed larger implants of the same type in each of the explant voids. The patient is doing well following the revision procedure.